Event description:
It was reported that during a generator replacement procedure, this right atrial (ra) lead broke when removed from the old generator. The physician opted to surgically abandon the ra lead. No additional adverse patient effects were reported.